Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received a low power alert and that the pump shut off unexpectedly. Customer¿s blood glucose level was 250 mg/dl. Customer confirmed pump display turned on when plugged into a power source. The customer continued to use the pump for insulin delivery, however a replacement pump was sent to the customer.